Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol sepramesh(device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip(device #2). An additional emdr was submitted to represent the bard/davol composix e/x(device #1). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007 or (B)(6) 2009:the patient underwent surgery for implant of an unspecified bard/davol composix e/x(device#1) or an unspecified bard/davol sepramesh composite ip(device #2). On (B)(6) 2009: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the composix e/x(device#1) and the sepramesh composite ip(device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol sepramesh(device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the sepramesh ip (device 2). An additional supplemental emdr was submitted to represent the bard/davol composix e/x mesh (device 1) and additional MDR was submitted to represent the bard/davol sepramesh ip (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007 or (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix e/x(device#1) or an unspecified bard/davol sepramesh composite ip (device #2). (B)(6) 2009: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the composix e/x(device#1) and the sepramesh composite ip (device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2007 ¿ patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of composix e/x mesh (device 1). Per op notes, ¿the ventral hernia defect covered the entire area from the umbilicus to the suprapubic region. A composix e/x mesh (device 1) was laid with smooth surface towards the intestine and rougher surface anteriorly using sutures." (B)(6) 2009 ¿ patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the removal of mesh (device 1) and implant of sepramesh ip (device 2). Per op notes, ¿infraumbilical scar was dissected. Most of the mesh (device 1) was intact except for the inferior part which had pulled off. The previous mesh (device 1) was removed. Adhesions were released. A sepramesh ip (device 2) was placed in the space between the bladder and suprapubic region using sutures.¿ (B)(6) 2009 ¿ patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the removal of mesh (device 2) and implant of sepramesh ip (device 3). Per op notes, ¿the previous mesh (device 2) had pulled apart in most of its edges and torn apart because of traumatic injury and fall. The mesh (device 2) was removed. A piece of sepramesh ip (device 3) was deployed into defect and tacked using sorbafix tacks.¿ (B)(6) 2009 - patient was diagnosed with complex recurrent ventral incisional hernia thereby underwent open repair with the removal of mesh (device 3). Per op notes, ¿midline scar was removed. Lysis of adhesion and old mesh (device 3) which was partially disrupted was completely removed. The resulting ventral hernia defect was closed with large synthetic mesh."